Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 : on-going.

Event description:
It was reported by the user that the device restarted during a case due to a depleted battery. No patient health consequences have been reported. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation.

Manufacturer narrative:
The investigation was based on the reported event and logfile analysis of the affected infinity acs workstation nc device with serial no (B)(6)produced in (B)(6) 2011. The reported event could be confirmed according to the investigation results. The provided log file had shown that the device was disconnected from mains at the reported time. Consequently, the alarm message "battery activated" was posted by the cockpit. As per log file the operating time supplied from internal nimh battery was significantly shortened. The alarm messages "battery low" and "battery discharged" were being posted voltage-driven prior to battery depletion but the normative reserve of 5 minutes between posted "battery discharged" alarm and battery depletion was not met in this case. The batteries were installed for 21 months and may have reached their end of lifetime. Furthermore, on (B)(6)2023 the safety software detected a deviation concerning the cockpit infinity c500. As a result, a warm start of the cockpit was triggered to reset the micro processing system to a specified state. The ventilation was not affected by this restart and continued. The device was in repair shop onsite where the cockpit was repaired. In case of mains power loss, the device will be supplied from the internal battery in order to continue operation. Switch-over to the battery is indicated with the alarm message ¿battery activated. The specified back-up time with a new and fully charged internal battery at typical ventilation (without gs500) is about 30 minutes. Depending on battery capacity and battery voltage further alarm messages ¿battery low¿ and ¿battery discharged¿ are intended to be posted with progressive battery operating time. Therefore, the ventilator continuously calculates the charge state of the battery based on a battery model deposited in the software. If the actual battery characteristic differs from that model, the alarm messages ¿battery low¿ and ¿battery discharged¿ may be posted earlier than expected or with less than 5 minutes remaining operating time until complete power loss. In case of complete power loss (after depletion of the battery), the acoustical power failure alarm will sound according to iec 60601-1-8. This alarm is energized independently from the power supply and will last for at least 2 minutes. In the event of complete power loss, the device will stop ventilation by opening the safety valve to ambient allowing the patient for spontaneous breathing. The nimh battery should be replaced inn this case. No patient health consequences have been reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported by the user that the device restarted during a case due to a depleted battery. No patient health consequences have been reported. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation.